Event description:
Pt reported that back to back tests performed on the surestep meter using separate fingersticks were 109mg/dl, 180mg/dl and 172mg/dl (46% difference). No symptoms were reported. Control solution test result was in range. The meter was replaced. There was no allegation of harm.